Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or product defect could have contributed to the pt's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported that he was admitted to the ICU with blood glucose measuring 854 mg/dl per the hospital laboratory. He was diagnosed with diabetic ketoacidosis and remained hospitalized for three days, but did not report any details of his treatment. His blood glucose, carbohydrate intake and insulin bolus history for the days leading up to the event are as follows. The pod was deactivated at hospital. The pt stated that he could hear the pod working when he gave a bolus but that he felt there was too much insulin remaining in the pod when it was removed.